Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2261 biceps button became displaced (flipped) at the implantation site, preventing completion of the suture as planned. The surgeon decided to leave the button in its current position, even without completing the suture, and proceeded with the implantation of a new button, which was successfully secured. This was discovered during an unspecified procedure. Additional information has been requested. Additional information was provided 29-may-2026: it was further reported this was discovered during a distal biceps injury - left elbow- procedure with no patient harm. There was no delay in the procedure, and no additional anesthesia was administered. The case was completed using an ar-2261, ar-2262, and an ar-2263. The patient's bone quality was reported as good.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.